Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2018 with blood glucose of 699 mg/dl. The customer's current blood glucose was unknown. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering. The drive support cap appears to be normal. The insulin pump will not be returned for analysis.